Event description:
It was reported that the customer's device would not power on after being connected to a patient. The patient was an inmate who's cell mate found that he hung himself. After the patient's cell mate called for help, it was approximately 12 minutes before the prison staff could arrive and begin CPR. The device was then connected to the patient and would not power on. After attempting to power the device on a few more times, the prison staff was unsuccessful. The prison medical staff was also on scene and confirmed that the patient was asystole. After the failure of the device, one of the staff retrieved another AED, which took approximately 5-7 minutes; CPR was continued. The second device was placed on the patient and then confirmed that no shock was advised due to the patient's deteriorated condition. The local paramedics then arrived on scene and CPR was continued in route to the local hospital. Approximately 40 minutes later, the local hospital notified the prison staff that the patient was resuscitated. Following resuscitation, the hospital placed the patient on life support for approximately 12 hours. Once life support was removed, the patient expired. A clinical evaluation of the reported event determined that there was insufficient data available to determine if the reported device failure contributed to the outcome of the patient.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to the lid latch assembly coming off of its mount. This prohibited the device from powering on. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.